Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month after right atrial (ra) lead implant, the patient experienced cardiac perforation and pericardial effusion. The ra lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.